Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl and 126 mg/dl. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer treated high blood glucose level with manual injections. The customer was neither in emergency room, nor admitted to the hospital, nor was emergency medical services dispatched as a result of high blood glucose levels. The customer did not allege the insulin pump for under delivery. The customer stated that the cannula was bent. The insulin pump was not on auto mode at the time of the incident. The customer declined troubleshooting because they knew the cause of the high blood glucose level. The customer continued with troubleshooting for bent cannula. The insulin pump will not be returned for analysis.